Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted due to a driveline infection. There was drainage coming out of the driveline exit site. The driveline cultures were positive for gram positive rods and gram positive cocci. The CT scan and ultrasound showed a small fluid collection about 1.6cm by 1.8 cm by 2.9 cm. The abdominal ultrasound found small 2.4 cm hypoechoic collection. The culture was positive for enterobacter cloacae. The patient was initially on intravenous vancomycin and zosyn then was transitioned to levaquin for ten days. The patient was discharged on levaquin oral antibiotics. No additional information provided.

Manufacturer narrative:
A specific cause for the reported infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.